Manufacturer narrative:
This report is submitted on november 08, 2023.

Event description:
Per the clinic, the patient experienced an infection around the abutment site (specific date not reported). Subsequently, the abutment was removed and the patient underwent wound revision surgery under general anesthesia on (B)(6) 2023. During the procedure, the infection area was cleaned with antibiotic solution.